Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display was dim and discolored.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the battery compartment was noted to be cracked at the pump seal. The battery cap that was returned with the pump was damaged and falling apart. The display was noted to be faded and discolored. A test display was attached to the pump and illuminated properly without discoloration.